Manufacturer narrative:
Concomitant medical products and therapy dates: (model: 6345, dbs extension, therapy/implant date: unknown). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-00519. This report is related to a clinical study patient of (B)(6). It was reported the patient had been receiving inadequate therapy. An impedance check was performed and revealed high impedance. As a result, the patient's physician decided to explant and replace the patient's extensions. Surgical intervention addressed the patient's issue.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2019-00519.